Event description:
Patient with an olive skin tone underwent an injection of a total of 1 cc of restylane to patient's nasolabial folds bilaterally and to a single vertical static wrinkle line adjacent to the nasolabial fold in 2005. Approximately one week after the injection the patient noted an area of discoloration to patient's skin located at the vertical wrinkle. Three days later the physician saw the patient and described the discoloration as very faint; no swelling, tenderness, or warmth were noted. The physician did assess a loss of effect at the single wrinkle line (the nasolabial folds showed good results) and he delivered a "touch up" restylane injection to the area. He suggested the patient to apply a kojic acid/azelaic product for hyperpigmentation for sensitive skin to the area as treatment for the discoloration. Patient applied the product on 2 consequtive days and the discoloration at the vertical static wrinkle line darkened to a purplish hue. Patient also experienced a stinging sensation following the first application and a burning sensation following the second application of hte kojic acid/ azelaic hyperpigmentation product; patient did not apply it again. The physician reported that as of about 6 weeks after the initial injection the discoloration has lightened and he believes it to be resolving. He stated he considers this to be an instance of hyperpigmentation.